Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The customer repaired the device. The customer confirmed that the touchscreen and top cover were successfully replaced to address the reported problem. The customer further confirmed that after the repairs were completed the unit passed all required performance verification tests and was returned to service. There was no allegation of deficiency prior to this event.

Event description:
The customer reported that the unit toppled and damaged the touch screen and top cover. The customer reported there was no patient involvement.